Event description:
Boston scientific received information that this right ventricular (rv) lead was accidentally incised by the implant physician during a revision procedure of an implanted right atrial (ra) lead. The rv lead measurements were checked and exhibited no sensing or pacing on an electrogram monitor. The lead was surgically abandoned and successfully replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.